Manufacturer narrative:
Concomitant medical products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4). Analysis of the recharger determined that the connector was damaged and the recharge antenna cable was discolored. A new connector was soldered on the recharge board and the antenna cable was replaced.

Event description:
The consumer reported that the patient couldn't feel stimulation. This began on (B)(6) 2015. The recharger screen was also blank. No broken connector pin was reported. They had attempted to plug the recharger into the wall unit, but were unsuccessful in turning the recharger on. The manufacturing representative instructed them how to line up the white arrows, plug into the wall outlet and attempt to charge the battery, but the patient continued to get the blank screen. The recharger wouldn&#62752;charge from the desktop charger. The loss of stimulation was not resolved. The indications for use include non-malignant pain. If additional information is received, a supplemental report will be sent.